Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter, product ID: 8578, serial# unknown, explanted: (B)(6) 2022, product type :catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 01-dec-2011, UDI#: (B)(4) ; product ID: 8578, serial/lot #: unknown, ubd: 01-dec-2011. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (7.5mg/ml at 5.38mg/day), bupivacaine (11mg/ml at 7.97mg/day), and clonidine (140mcg/ml at 140mcg//day) via an implantable pump for unknown indications for use. It was reported that the patient was due for a normal end of service pump replacement but during the replacement the pump couldn¿t be aspirated. There were no external, environmental, or patient factors observed. Diagnost ics/troubleshooting performed included a dye study being attempted prior to changing the pump but dye was unable to be pushed through the catheter. The healthcare provider (hcp) noticed once the pump was externalized that there was a leak at the catheter connector when they injected the dye. The hcp removed the 8578 catheter segment and replaced it with a 8586sc. Then the pump was successfully aspirated and dye was observed in the intrathecal space. The issue was resolved at the time of the report. Additional information received from the company representative clarified that when the pump was externalized, the healthcare provider was unable to aspirate through the catheter access port (cap). It was at this time they noticed that the dye was coming back through the connector of the 8578, which was attached to the 8709sc catheter. Once they removed the 8578 and replaced it, they were able to aspirate and push dye through. The cause of the leak and the inability to aspirate was unknown.

Manufacturer narrative:
H3: analysis of the catheter revealed sc connector coring-tears-cuts in seal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.